Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results product evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review and multiple scratches and dent on the surface of insert can be observed. Dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on (B)(6) 2012 with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to instability. A 4x9 cr insert was swapped for a 4x13 cs insert. Rep confirmed that no further information would be released by the hospital or surgeon.